Event description:
Clinical registry. It was reported during a coronary artery drug eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi). The index procedure treated a lesion in the proximal to mid left anterior descending (lad) artery. The de novo, bifurcated lesion was 75% stenosed, 3.5mm in diameter, 26mm in length, severely calcified, and moderate toruosity. It was possible that thrombus was present as well. The lesion was pre-dilated with a mercury 3.00x20mm balloon. The physician followed with a taxus liberte 3.50x32mm stent deployed at 10atms. The physician post dilated with the delivery balloon at 12atms. It was reported that a side branch event occurred, a branch vessel was occluded. During this procedure (exact time unknown), the patient experienced a non q-wave mi. An ECG and cardiac enzymes were drawn to confirm the event. The mi was resolved by "medical therapy only." The results of the procedure were 0% residual stenosis with timi-3 flow. The patient was discharged seven days later on clipidogrel and aspirin. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch#8128975 found that the device met its material, assembly and product specifications at the time of release to distribution.